Event description:
A leak occurred at the hub of the extension set. The set was replaced. No ill outcome was reported by the clinician.

Manufacturer narrative:
The clinician reported one additional occurrence of this device malfunction. Please reference the below MDR number for reporting of this additional occurence. MDR 2245270-2014-00021. Vygon u.s received the malfunctioning sample from the customer and returned it to vygon sa (the manufacturer for device evaluation and complaint investigation. The results of this investigation are still pending, and the results will be sent to FDA via a follow-up MDR within thirty days of its conclusion.